Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to following conclusion: one of the blades from the harmonic ace curved shears insert broke off in the patient during a da vinci hysterectomy procedure.

Event description:
It was reported that during a da vinci hysterectomy procedure, one of the blades from the harmonic ace curved shears insert broke off and fell into the patient. The item was retrieved without any harm to the patient. On (B)(4) 2014, intuitive surgical, inc. Clinical sales representative (csr) was contacted to request additional information regarding the reported complaint. She indicated that the fragment was retrieved laparoscopically. No additional surgical procedure was required and no post-operative test were performed to retrieve the fragment(s). There was no patient injury. The patient has not returned to the site due to experiencing post-surgical complications. The surgeon was dissecting right side of hysterectomy when the insert tip broke. The instrument and the insert were in use for less than five minutes before the insert tip broke and it did not make contact with any other instrument during procedure.